Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3.1 mini tray was unable to open fully. A medication item inside the drawer was stuck, prevented the tray from open completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini drawer tray was unable to be opened fully. A field service engineer (fse) cleared medication jam in drawer and confirmed that the drawer was able to open properly. The system functioned as intended after the field service engineer repaired the device.